Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 01j1300285 investigation did not show issues related to the complaint. The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clip would not open all the way to go around the duct. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One samples of part number 543965 arrived without the original packaging. Lot number was confirmed as 01j1300285. Visually the sample was assembled correctly without any damage. The sample was tested for functionality: the applier was activated and the clips were release correctly and closed correctly without any issues. Than the applier was activated 9 more times on tubing with the same result. In total 10 clips were fired and all clips opened and closed correctly. Defect reported "clip would not open enough" could not be confirmed. Per functional testing of applier part number 543965, 10 clips were fired and all clips opened and closed correctly; therefore defect reported "clip would not open enough" could not be confirmed. Therefore, corrective actions is not required at this time.

Event description:
Alleged event: the clip would not open all the way to go around the duct. The patient's condition was reported as fine.